Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a mildly tortuous and moderately calcified lesion in the right coronary artery (rca). The 3.5x38mm rx xience sierra stent delivery system (sds) was advanced to the lesion with no resistance and the stent deployed at 14 atmospheres (atm). The balloon was inflated three times then removed, where it was noted the balloon was ruptured. A 3.50x28mm xience sierra stent was deployed in the proximal part of the lesion, with the balloon inflated three times to 14 atm. After the sds was removed, the balloon was noted to be ruptured. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.